Event description:
Per the clinic, the patient experienced an infection and tissue overgrowth at the abutment site. The patient was treated with topical steroid and antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on april 16, 2023.